Event description:
It was reported that the implantable neurostimulator was explanted because it was ¿no longer working.¿ it was later reported that the patient had requested that the stimulator be removed on (B)(6) 2013. The patient stated that it was no longer helping her pain and the stimulator had moved in the pocket. It was noted that on (B)(6) 2013 the staples were removed post-explant and the patient was recovering well. It was later reported that the date of explant was (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n143115, implanted: (B)(6) 2008, product type accessory; product ID 3 778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial # (B)(4), product type extension product ID ne u_silicone anchor, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the stimulator, serial (B)(4), found the battery had a reduced capacity due to overdischarge. There were no significant anomalies. Analysis of the lead, lot #v119687012, found the proximal end conductor had a short between circuits due to overstress and damage. The shorting was observed at the #13 contact and the #15 conductor on the connector end. The epoxy was broken at the proximal side of the #13 contact. The stylet coil was crushed in two places from the distal end. There were cosmetic and breached cuts. There were no significant anomalies. Analysis of the extension, serial (B)(4), found the body conductor broken due to overstress and damage. The conductor was also perforated through the outer insulation. The #14 circuit was open. There were cosmetic and breached cuts. There were no significant anomalies. Analysis of the plug, lot #n143224, found no anomaly. Analysis of the unknown silicone anchor found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.